Event description:
Procedure: wedge resection. According to the reporter: the patient suffered from pulmonary emphysema. Considering the very fragile conditions of lung tissue in the patient, the concerning product type of egiatrs60axt was used as a certain degree of postoperative leakage had been anticipated prior to procedure. After procedure, the leakage was confirmed and the re-operation was performed. The doctor confirmed damage on the lung tissue was on an extension of 4th staple line. By manual suturing, the damage was recovered and the case was completed. The distal marginal part of lung tissue of staple line had not been trimmed by the surgeon. There was no additional tissue resection and nothing fell into the cavity. There was no bleeding. The patient current status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Initial emdr sent to FDA on 02/10/2015.